Event description:
The customer reported that the system would not produce an x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The service rep replaced the interconnect cable. The system was tested and found to be working as intended and put back in service.